Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, reporting on behalf of the patient that they had inaccurate blood glucose (bg) reading between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.